Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-522b-1986: the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone slightly distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Fiber card analysis: use date: (B)(6) 2015. Time- 11:30:29 pm. Joules used: 189,020 joules. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 189,025 joules of use and 15 minutes, "error message please remove fiber" was observed. The procedure was completed using a second fiber @ 61,725 joules and 19:23 minutes. There was "injury to patient" reported.